Event description:
It was reported, "left total hip, patient stumbled and cracked the ceramic liner. Ceramic liner and ceramic head were revised."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.